Event description:
Customer reported that the buttons on the insulin pump were unresponsive and that he had received a button error alarm. The blood glucose reading was 133 mg/dl. Customer reported that the insulin pump had been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.